Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Only meter (inratio-I (B)(4)) was returned. Patient information was not known. Inratio test done on (B)(6) 2009 was resulted in qc error (2009 (B)(6) 11:00:01 kc9zc 3.58 27.4 11.8 26.2 102 q1=ok q2>lm). Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. For in-house (accuracy) testing, see page 3. Biosite received and decontaminated 1 inratio1 meter (B)(4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing.